Event description:
It was reported that the patient developed an infection post implant. The system was removed. Patient was treated with antibiotics and is doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis is normal. No anomalies were found.